Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient had been in hospital recently with diabetic ketoacidosis. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made because the pump could not be ruled out as a cause or contributor in the patient¿s blood glucose excursion.